Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys pth on a cobas e411 rack analyzer. The first sample initially resulted in a pth value of 11.16 pg/ml. The sample was repeated twice, resulting in values of 352.6 pg/ml and 344.3 pg/ml. The second sample initially resulted in a pth value of 9.80 pg/ml. The sample was repeated twice, resulting in values of 609.9 pg/ml and 592.6 pg/ml.

Manufacturer narrative:
No calibration influence was observed. Controls were within range prior to the event. A general reagent or analyzer issue was not present. Isolated non-reproducible results do not represent a general malfunction of the assay. The field service engineer confirmed that the cover and the instrument were clean and did not show any sign of contamination. The investigation could not identify a product problem. The cause of the event could not be determined.